Manufacturer narrative:
Correction (g4): the correct PMA/510(k) number is p970051/s225; not p970051 as previously reported in initial MDR [6000034-2026-00534] on february 13, 2026. Per the clinic, the electrode array was also reported to be partially inserted since initial implantation on (B)(6) 2025. Device analysis report attached.

Event description:
Per the clinic, the patient experienced no auditory stimulation and open circuits were noted on multiple electrodes due to migration of the device. The patient was placed under general anesthesia in order to explant the device on (B)(6) 2026, and reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: there are no migration occurs as previously reported.